Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the driveshaft separated from the diamondback 360 orbital atherectomy system handle. It was also discovered that a vessel perforation occurred and was treated with placement of a stent. The lesion being treated was 80 percent stenotic and 80mm in length. It was located in the distal sfa which had a reference vessel diameter of 5mm. The physician used a 6f introducer sheath and a stiff angle glidewire to access the lesion from a contralateral approach. He performed runs at low, medium, and high speeds for 30 seconds each, then another run at medium speed. When he attempted another run at high speed, the device would not run. He re-booted the system and tried again, and the device turned on briefly, but then shut off. The physician removed the oad and viperwire as a unit, losing lesion access. He performed an angiograph and discovered a small vessel perforation. He subsequently rewired the lesion and placed a stent. The patient was stable and asymptomatic throughout the procedure. The device was discarded by the cath lab staff.

Manufacturer narrative:
Device analysis: the device was discarded by the cath lab staff; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown. (B)(4).